Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error. It was also noted that the system fan and power supply were noisy, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Product ID: 2067 radiofrequency head. (B)(4).

Event description:
It was reported an error message occurred after a software upgrade. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.